Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who had fusion surgery for oc-c3. Pre-operative diagnosis for this procedure was fixation for instability of c1/2 dislocation due to malformed spine. It was reported that a total of 5 screws were inserted into the oc adjustable plate. There was no problem until the 3rd screw, but when it was tried to insert the forth (middle) and fifth (right) screws, the driver got stuck and it could not come off from the screw. Therefore, it was removed and it was tried to make it come off on the outside of operative field, but it could not come off, so it came off by using pliers of the hospital. The screws were replaced with screws with diameter of 5 mm, and they were inserted by oc torque limiting driver in the two sites where the screws had been removed. (The subsequent screws were also inserted same as this). The tap was not used because the patient was young and the bone thickness was not enough. It was said that the bone quality was moderate. There was a overall delay of less than 60 mins. No health damage in the patient was reported. No further complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.